Event description:
It was reported that the instrument was stuck in the guide during surgical procedure. There was no report of foreign body retained or harm to patient. Once product was investigated it was found to be fractured while stuck in guide.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 214207027, 2.7mm locking drill guide; lot#: c1xpf4. (B)(4). Visual examination of the returned product identified the drill bit was stuck within the guide and cannot be removed by hand. The drill bit also had fractured and not all the pieces were returned. Dimensional analysis of the drill bit diameter was taken and found to be conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.